Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated that they were put on keflex due to an infection at the implant site and were admitted to the hospital for bleeding at the implant site. They were in hospital for 2.5 days until the pain was under control and the bleeding was controlled and stopped, which it was. The pain took weeks to go away, and they indicated that it was a terrible experience. It was noted that the patient was given pain medicine "around the clock" for 2.5 days along with keflex to make sure they didn't get an infection. The patient stated that they never had an allergic reaction to keflex, urinary retention, difficulty voiding, or discomfort. This contradicted the symptoms initially reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_lead, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient on an advanced verify trial called stating that she was in a lot of pain due to the procedure and was sore at the implant site. Patient has been bleeding from the implant site since being implanted yesterday; noting that she still has bright red blood on her pads. Patient was also unable to void yesterday after returning home. This lasted from 1:30 to almost 7:00. Patient was experiencing severe urinary retention and was uncomfortable and miserable. Patient eventually was able to void. Patient did not have this voiding issue before, as they were implanted mostly for fecal control. Patient stated she was put on the antibiotic "keflex" even though she's allergic to it (it's a derivative of penicillin). Patient was also on benadryl to offset the allergic reaction to keflex. Patient has tried to reach her hcp and was very unhappy with them because they will not get back to her. Patient will continue to try following up regarding the bleeding and pain.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.